Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 33 mg/dl. The customer reported hypoglycemia treated with emergency medical service/ambulance/emergency room visit and glucose water. The event involved product(s) mmt-1880, mmt-332a, unomedical, mmt-7020la. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event. It was unknown if the auto-mode feature was active. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7020la.

Manufacturer narrative:
Additional information has been received, regarding the incident date change. Which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6)-2024. As per, new additional information. And which is updated section b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: customer reported, having a low blood glucose. And the paramedics giving her glucose water for the low of 33mg/dl. Customer did not give an exact date for the event, but just said a few months earlier. Customer ended up just agreeing to (B)(6) 2024, for the incident date. Customer said, what led up to the low was not being able to eat at all and still dosing insulin with the pump. Customer declined further troubleshooting. Pump was used at the time of the low. It was unknown, if auto mode was used. It is unknown, if customer will continue to use the pump. Pump is not returning for analysis.